Event description:
It was reported that the customer had a no delivery alarm during bolus on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was able to resolved the alarm by change set. The customer was unable to troubleshoot because of change set. The customer doest not want to return set and reservoir for analysis. The customer will monitor insulin pump and call if it occurs again. The customer had a motor error during bolus on the insulin pump. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced and advised discontinue use of the insulin pump and revert to a back up per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery. There was no motor error alarm noted. The motor passed the motor test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, battery tube threads and reservoir tube lip.